Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-02610. It was reported that the patient experienced ineffective stimulation. X-ray confirmed that the :5 lead had fractured and l2 lead migrated. As such, surgical intervention took place on (B)(6) 2022 wherein the leads wherein the leads were explanted and replaced to address the issue. Reportedly, therapy was confirmed. Note: a portion of l5 lead broke and is left implanted in the patient tissue. Related manufacturer reference number: 1627487-2022-02611.